Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that there was no audible alarming. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The bedside monitor was alarming but there was no audible alarming at the nursing station. The rse remotely logged into the site and checked the sound system. The rse found that the pc was not using an external speaker, and the settings appeared to be correct. The rse confirmed that the device computer was unresponsive and required a reboot. The customer rebooted the pic ix central station and the issue resolved. If additional information is received the complaint file will be reopened.